Event description:
The customer stated that they had issues with an unspecified number of patient samples tested with ise indirect na, k, cl for gen.2 on a cobas 4000 c (311) stand alone system between (B)(6) 2019. The customer also mentioned they received errors when calibrating the ise tests. The customer provided data for two patient samples. The first patient sample had an erroneous result for cl and the second patient sample had an erroneous results for na. The erroneous values were reported outside of the laboratory to the doctor. The samples were repeated and the repeat results were believed to be correct. Corrected reports were issued. The first sample initially resulted with a cl value of 128 mmol/l. The sample was repeated on (B)(6) 2019, resulting with a cl value of 103 mmol/l. The second sample initially resulted with an na value of 129 mmol/l, which repeated as 139 mmol/l. The patients were not adversely affected. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. The customer notices extensive corrosion in the ise block. She replaced the ise electrodes, cleaned the ise block, and changed the pinch valve tubing. The customer ran a wash cycle and ran ise checks. The customer continued to have ise errors. The customer re-assembled the ise electrodes and locked them, then performed another ise check. The ise check results were much better. The customer declined a service visit. The investigation could not identify a product problem. The cause of the event could not be determined.